Manufacturer narrative:
(B)(4).

Event description:
The complaint device was (B)(6) 2018 for evaluation. Performed visual inspection and passed. Performed voltage test and passed. Pairing test was performed and failed. Performed share log review and loss of connection was found. The reported event of a loss of connection was confirmed. The probable cause is a defective transmitter

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.